Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 97755 serial# (B)(4), product type: recharger. Product ID: 97745 serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that their controller was not working. The patient later clarified that they had been having trouble with their ins charge level not increasing, which was an on and off issue since (B)(6) 2020. It was reported that the patient was also getting codes on the controller. The patient stated that they hadn¿t been able to charge ins for a week due to the controller just circling and then a system problem ¿rm04¿ error message would come up. It was noted that the patient visited their healthcare provider (hcp) office and was told that their ins was fine. An email was sent to the repair department to replace the recharger. No patient symptoms were reported. Additional information was received from the patient. The patient had been working with the manufacturer representative for three months (and spoke to them again today). The recharger antenna (rtm) was already replaced and patient still can't charge. The rep said the controller should be replaced. The patient said the controller keeps getting stuck in one area and says to try again. The patient was having issues charging and the ins had not been charged in a week. The patient stated the ins was totally empty. The patient had been in touch with a rep for three months and was told to call in and get the controller replaced. A replacement controller was sent to the patient. Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was the patient was having difficulties with the implant in their back. The patient had seen several reps at the hcp's office and then the virus hit and everything closed down for a year. The patient said they love the implant but it had not been working since about a year ago in (B)(6). The patient said they recently had x-rays done in their back and there was a problem with the implant and they don't know who to call about getting it repaired. The patient had 2 rep's phone numbers and when they called them the numbers were discontinued. Local reps were emailed advising them to reach out to the patient. Additional information was received from the patient. The patient clarified that the ins was difficult to charge, the no stimulation button came on most of the time and their pain had returned. The patient did not know cause of the ins not working/difficulty with the implant. The patient said they met with four reps and they were sent a new recharger and controller. The patient noted the issue was not resolved. The patient also sent a copy of their recent back x-ray which showed of slippage of the leads. The patient also reported that the ins was implanted after suffering back pain for 20 years. Their hcp had done everything to relieve the pain and this included many epidurals, four surgeries and pain medication. When the ins was implanted it worked great for a year and a half and the patient was pain free. In (B)(6) 2020 the device began failing; the patient noted that every time they used it, something went wrong and at least 3 days a week the stimulation went off. The rep tried meeting with the patient on several occasions, each time they could find nothing wrong. The patient stated again they were given a new recharger and a new controller but nothing worked for any length of time. The patient said the covid 19 epidemic limited them seeking help and they did not want to lose the implant.